Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd ) procedure performed on (B)(6) 2012. According to the complainant, during an egd procedure to treat a gastric ulcer, the injection gold probe device would not extend or retract. The needle was forced to extend, but only by about 3mm. It would then not extend any further, and it would not retract. Post procedure, the device was examined, and a slight kink was noted in the catheter about 30cm from the handle. The procedure was successfully completed with another injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd ) procedure performed on (B)(6) 2012. According to the complainant, during an egd procedure to treat a gastric ulcer, the injection gold probe device would not extend or retract. The needle was forced to extend, but only by about 3mm. It would then not extend any further, and it would not retract. Post procedure, the device was examined, and a slight kink was noted in the catheter about 30cm from the handle. The procedure was successfully completed with another injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with a kink approximately 120cm from the distal tip. Functionally, when the handle was actuated, the needle failed to retract. The catheter was dissected at the area of the kink, and the hypotube was found to be fractured, which inhibited the needle's movement. The condition of the returned incident device was consistent with the complaint that needle failed to retract. The evaluation attributed the retraction issues to the fractured hypotube. The fracture likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.